Event description:
Customer reported experiencing high blood glucose of 550 mg/dl and was unsure why it was high. Customer stated the device did not alarm and noticed the cannula was bent. Customer stated she removed her set and ran some insulin through infusion set and just monitored her blood glucose readings. Customer had to treat with manual injection as well because she was also vomiting. Customer was not hospitalized. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.